Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal low glucose after evening hyperglycemia when dinner was not meal announced, leading the pump to deliver corrective insulin that was followed by overnight hypoglycemia; the user requested additional training and received a link to schedule a training, glucose was in range at the time of the call. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included review of device data and education on meal announcements and pump use. Investigation of this case revealed a use-related issue of missed meal announcements contributing to corrective dosing and subsequent hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement, remediated with user training.